Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 5.1, 5.1 and 1.7 (after replacing battery). Therapeutic range = 2.9-4.1.